Event description:
He manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP wants to return the device as it is not needed. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The device was returned to the third-party service center. During the evaluation, it was found that the device fail in barometric pressure and note additional failures observed that pca with oxidation. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.